Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (resetting) has been confirmed. As received, the monitor was able to detect and treat. However, review of the pt's flag files confirmed abnormal shutdowns as reported in the field. The cause of the resets in the field is a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through an attempt to program the flash memory. Reprogramming resulted in an md5 failure. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted form the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor was resetting. The pt was issued a replacement monitor.